Event description:
Customer reported via phone call to have issues with battery longevity. Customer also reported to have high blood glucose at least once a week of over 400 mg/dl. Customer declined troubleshooting.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.